Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: (B)(4). Was this device service by a third party? No. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased co2 result generated on the architect c4000 on a patient. Results provided: 10 / 25 (no units provided) no impact to patient management was reported.

Manufacturer narrative:
H6. Component code: g03001. Abbott field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, multiple parts replacement, and cleaning were performed. There have been no further reports of discrepant results since the fs site visit and parts replacement. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect c4000 analyzer.